Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was report that during an acl surgery, two ambient super turbovac face plates fell off after debriding excessive synovitis in the suprapatellar pouch. The procedure was successfully completed without significant delay using a s+n back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: information updated on b5.

Event description:
It was report that during an acl surgery, the ambient super turbovac face plate fell off after debriding excessive synovitis in the suprapatellar pouch, the broken pieces were retrieved from the patient. No further details. The procedure was successfully completed without significant delay using a s+n back-up device. No patient injury or other complications were reported.